Event description:
Fully vaccinated, extremely careful, always wore clean halyard n95 duckbill masks (pink) with light blue rubber straps (2), but got a very bad case of covid-19 with significant illness and long covid symptoms and after side effects that are still impacting my health and wellness. Test turned positive (at home test) almost instantly, and was a very deep purple line (high activity). I was very sick and despite being fully vaccinated, healthy prior, nonsmoker, no immunologic diseases, and wearing halyard n95 masks at all time in public, still tested positive and was very sick with covid-19 disease. I continue to experience long-covid symptoms almost 1 year later. The initial binaxnow covid-19 test was confirmed with ihealth and sent to cdc.